Event description:
It was reported that the mobile app unexpectedly froze while customer was attempting to load a cartridge, and the customer was unable to complete the load process. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer relaunched the mobile app, but was unable to successfully repair the app to the pump. The customer reverted to an alternate method of insulin therapy.